Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and was not able to reproduce the reported issue. The customer informed that the system would not make an x-ray, but the light on the aty box was lighting up. The philips engineer found before reboot, there was a door contact warning. Review of the system logs indicated the dabble on the foot paddle at the time the issue was reported. The engineer communicated the customer of the findings and confirmed that the system is fully operational. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.